Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 131 ng/l. The result was questioned by the physician, so the sample was repeated. The repeat troponin t result was 19 ng/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed a sample clot detection alarm. The field service engineer found that the sample probe was partially clogged. The probe was cleaned. The instrument check failed, so the gear pump head, measuring cells, photomultiplier assembly, a nozzle assembly, tubing, and other parts were replaced. Measuring cell conditioning maintenance was performed. A blank cell calibration and instrument check were successful. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.